Event description:
It was reported that a patient presented in the emergency room due to the incision site of the implantable cardiac monitor being open. The physician explanted and replaced the device. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.